Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted device confirmed unanticipated wear. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The wear of the device was secondary to the fractured tibial tray component. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address subsidence and loosening of the tibial tray at both interfaces. Competitor cement was used at the time of original implantation. The tibial tray was also fractured on the posterior-lateral aspect. Poly wear was also reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report received with par/lot information identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker simplex bone cement. Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
Additional narrative: correction: cat#: 960453. Examination of the submitted tibial tray confirmed the reported fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No information was obtained. The tibial tray fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The investigation could not draw any conclusions about the root cause of the material fatigue. Wear of the tibial insert component was secondary to the fractured tibial tray. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Update rec¿d 4/14/2014 - clinical report received with part/lot information identified. The complaint was updated on: 05/08/2014. Doi (B)(6) 2002 - dor (B)(6) 2014 (right knee). A complaint database search finds no other reported incidents against the provided product and lot combinations. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.